Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, the customer was using off label insulin (fiasp) within the pump supplies. Tandem customer technical support informed customer that fiasp is off label per the user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.